Event description:
Dr plugged co's lightfiber into co's light source. Light source was already on and the dr asked how to increase the light. Before anything was touched the fiber started to burn and smoke. The light source was turned off and pulled out of svc. The dr and nurse saw no bends on breaks in the fiber prior to use. No injury sustained.